Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had soft tissue irritation at the battery site and was not able to get enough pain relief. The patient underwent a battery explant procedure.